Event description:
The user facility reported that part of the guidewire's outer coating "curled, scrunched up and fell off" inside the pt during a urethroscopic stone extraction. They reportedly retrieved as many pieces as possible, but stated that they will have to go back for a second procedure. The procedure outcome is listed as unsuccessful and the pt condition is listed as unk.